Event description:
After re-intubation of a self-extubated ICU pt, ventilation was provided using the pt's bedside manual resuscitator. Chest expansion occurred with the first breath but was difficult to produce with subsequent breaths, exhaled capnometry was equivocal for co2, repeat dl revealed the endotracheal tube to be in the trachea. Use of the same resuscitator led to the same findings. After disassembly of the peep valve and extraction of the spring-loaded disc, the device functioned normally and ventilation was achieved. It appeared that the peep valve disc was "glued" in a closed position by pt secretions. (*)